Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to high blood glucose on (B)(6) at 9.00 am. The customer¿s blood glucose was 676 mg/dl. The customer was treated with bolus and insulin drips. It was reported that they had high blood glucose and did a correction bolus but the insulin pump bolus not delivered. The insulin pump will not be returned for analysis.